Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a 29mm mitral valve implanted for three years, six months underwent redo mitral valve replacement due to dehiscence and perivalvular leak. A 27mm non-edwards valve was implanted in replacement. The patient tolerated the procedure well.

Manufacturer narrative:
H10. Corrected data- updated h6 (conclusion).